Manufacturer narrative:
One device was returned for analysis of complaint that continuous infusion rate of 1.1 ml/hour had been programmed, with a total reservoir volume of 53 ml and given 44.5ml (pump display indicated 8.5 ml). Review of service history found no relevant information. Visual and functional testing was performed. The delivery test was performed 3 times and all 3 times the tests passed successfully. Complaint was not confirmed, and failure could not be replicated. Found detached upstream occlusion (uso) seal. Replaced uso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump finished 8 hours early, showing 53ml remaining, but the cassette was empty. The starting volume was 53ml, and the pump was set to infuse continuously at 1.1ml/hour. It indicated 44.5ml delivered, though it displayed only 8.5ml remaining. The volume in the cassette did not match the pump¿s display. The cassette was not checked for leftover medication, as it was sent to the pharmacy, but appeared empty. The infusion was set for 48 hours, and the lock level was set to locked. A cstd (equashield) was used to fill the cassette. There was a patient involvement, no patient injury was reported.